Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed and the infusion pump passed the tests. It was also reported that the customer is pregnant.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.